Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a drawer failure. A field service engineer found that half height enhanced drawer 2.1 was continuously falling and, after testing in the hardware test application, identified that the position sensor was failing. The engineer replaced the sensor, and all tests were completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es map of medications located on drawer 2.1 was not showing on the screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.